Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy and the lead was possibly fractured. The lead was partially explanted and replaced with a pacing sensing lead. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.